Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: h853587701, implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 03-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (3000 mcg/ml at 2062 mcg/day) via an implantable infusion pump. It was reported that during a planned pump replacement the catheter wouldn't aspirate so it was revised. There were no environmental/external/patient factors that may have led or contributed to the issue but it was noted that the patient was on a high dose of baclofen. During surgery the spinal segment was cut and cerebrospinal fluid (csf) flowed. The anchor was replaced and 66 cm was added to the new pump. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.